Manufacturer narrative:
Expiration date : ni.

Event description:
A report was received that the patient's incision site along the midline of thoracic spine and in the superior right buttock /flank became red and swollen. Keflex antibiotics was prescribed. The patient was recovering. The event was related to surgical procedure and not related to the device.

Event description:
A report was received that the patient's incision site along the midline of thoracic spine and in the superior right buttock /flank became red and swollen. Keflex antibiotics was prescribed. The patient was recovering. The event was related to surgical procedure and not related to the device.

Manufacturer narrative:
Additional information was received that the event was recovered/resolved.